Manufacturer narrative:
One used custom tracheostomy tube was returned for product investigation. Inspection of the customer's custom template was reviewed and compared to the device. The tracheostomy tube's parts, lengths, diameters, and curvatures were confirmed to be manufactured correctly per the customer's template. Review of the device history records revealed no non-conformities during manufacturing. No faults were found with the returned device.

Event description:
It was reported that the tracheostomy tube was removed due to a dried blood clot impairing the ability to insert the catheter. Upon removal, the trach was covered in blood. The custom trach did not appear to fit properly causing leakage around the stoma. Antibiotics were administered for treatment of infection due to trach not fitting appropriately. No permanent adverse effects to patient reported.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.